Event description:
On (B)(6) 2010, patient reported elevated blood glucose of 226 mg/dl after dinner. Target blood glucose is 90 mg/dl. Patient delivered correction bolus through infusion device. Patient started on infusion device (B)(6) 2010 and has follow-up scheduled with physician and trainer. Insulin cartridge, infusion set, battery cover, and adapter were being used within manufacturer recommendation. During troubleshooting and attempt to prime, insulin did not flow through infusion set tubing as expected. Following prime of 18 units, insulin began to flow. No alarms or errors were received on infusion device. Alleged tubing is being returned for evaluation. The patient did not require assistance from a health care professional or second party to address the issue.